Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that there was no patient impact due to the reported issue and there was no reported delay due to the issue.

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a procedure, the spine clamp was stripped. There was no reported impact on patient outcome. No additional information was provided.